Event description:
Our affiliate is reporting that a women had surgery, rotator cuff repair, in 2005. 3 depuy mitek panalok anchors were used for repair. By 2005 the pt experienced some reactions, a fistula at the lateral port, some fever, without growth of bacterium in the secretion. After 3 weeks fistula closed, however there is some scaring.